Event description:
The customer reported to olympus, the videoscope video cable had a dent. The device was returned for evaluation. During the device evaluation, it was found that the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found that the bending section cover had a scratch, adhesive on bending section cover had a chip, venting connector of light guide connector was loose, bending angle in up direction did not meet the standard value due to wear of angle wire, label on light guide connector was peeled, light guide cover glass had a scratch, and the video connector was deformed and had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.